Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular defibrillation lead exhibited shock impedance measurements of greater than 125 ohms. A commanded shock was delivered to the patient which brought the impedance measurements down. Then, it was noted the impedance measurements were rising again. Technical services discussed troubleshooting options. The lead remains in service. No additional adverse patient effects were reported.